Event description:
It was reported that the controller started smoking. This was noticed before the procedure; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Device history record review found no discrepancies from released and operating procedures or conditions that could contribute to the event. The review of the complaint history for the associated complaint product found similar events in the last three years for the involved part number. This complaint will be recorded for tracking and trending purposes. Visual inspection of the returned controller found no physical abnormalities. Functional evaluation found that the controller display was blank and that an alarm would sound upon power-up. A burnt odor was also present from inside the chassis, but no burnt/damaged components were observed. The complaint was verified and the root cause was determined to an electrical component failure. Factors that can lead to a component damage or burnt odor includes: vibrations during transportation or handling of the unit causing components to become damaged and shorting, or power surge to the controller causing component damage. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.